Manufacturer narrative:
Other relevant device(s) are: product ID: ev olutpro-29-us, serial/lot #: (B)(4), ubd: 29-aug-2021, UDI#: (B)(4). Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, in a patient with a larger sinus of valsalva and a narrower left ventricular outflow tract, upon release the valve dislodged. It was reported the patient¿s anatomy contributed to the dislodgement. A snare was used to move the valve above the sinuses and below the innominate take-off, where it remained in stable position. Subsequently, a second transcatheter bioprosthetic valve was successfully implanted. Following valve implant, complete heart block was noted and a permanent pacemaker was implanted. It was reported that the patient was at a higher risk for permanent pacemaker implant due to the history of right bundle branch block. No additional adverse patient effects were reported.